Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button and blank display. The customer¿s blood glucose level was not provided. The customer mentioned that the buttons of the insulin pump are not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Event description:
The customer reported via phone call that the insulin pump had a stuck button. The customer did not have a display anomaly. The customer¿s blood glucose level was not provided. The customer mentioned that the buttons of the insulin pump are not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, primetest, off no power test and excessive no delivery test. Unit alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. Drive support disk was inspected and no anomaly was noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing . Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and missing end cap sticker.